Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the cannula housing separated from the self-adhesive. The cannula slipped out from the patient's skin, but the self-adhesive was still on the patient's skin. No adverse event reported. The infusion set was was discarded; therefore, no product could be requested to be returned for product evaluation.